Event description:
Pt underwent an apogee/perigee vaginal mesh kit for pelvic organ prolapse at an outside hospital. She has developed severe pain, dyspareunia ever since. Original surgery was performed (B) (6) 2008. On (B) (6) 2010, I reoperated on the pt to remove and revise the mesh repair which in my opinion, resulted in pelvic floor muscle spasm. Dates of use: (B) (6) 2008 - (B) (6) 2010. Diagnosis or reason for use: pelvic organ prolapse. Pelvic organ prolapse.